Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results, for two patients, involving the access 2 immunoassay system. This report is one of two referencing the patient on the event date noted. The customer stated the elevated results were not released out of the laboratory. The laboratory uses a troponin I cutoff value of 0.03 ng/ml. There was no patient impact associated with this event. The customer stated the samples were lithium-heparinized plasma and normal in appearance. No sample integrity issues were reported. The customer stated quality control (qc) is performed once every 24 hours and was within specification prior to and following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted a restriction in the wash pump and replaced the seals. The fse performed a passing low-level precision test using low-level qc material. System check and high sensitivity system check also passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the seal on the wash pump. A definitive root cause is unknown. This medwatch report is related to MDR 2122870-2014-00717.